Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged¿unresponsive keypad and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2021. The insulin pump was received with unresponsive keypad. Unable to verify unexpected battery power loss or replace battery alert/replace battery now alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, keypad voltage test and delivery accuracy test due to unresponsive keypad. Unable to download history files and traces using thus due to unresponsive keypad. The keypad overlay was peeled off and no corrosion or moisture damage found on the keypad assembly. Device was cut open to perform visual inspection and found corrosion on the electrical board 1 connector. No corrosion or moisture damage found on the electrical board 2, force sensor, motor and vibrator assembly noted. A test case was used, the original pcba 2 was installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no unresponsive keypad noted. The insulin pump was able to navigate the menu. No keypad anomaly noted when using a test electrical board 1. In conclusion, the insulin pump had unresponsive keypad due to corrosion on the electrical board 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case and a cracked case behind the insulin pump near the battery tube compartment. Unable to verify unexpected battery power loss or replace battery alert/replace battery now alarm due to unresponsive keypad. Unable to download history files and traces confirmed. The insulin pump had unresponsive keypad due to corrosion on the electrical board 1 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated keys were not responding. Customer stated up and down button did not respond. Customer stated insulin pump was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.